Event description:
In 2008, the rptr stated that during a kit inspection, it was noticed that the middle screw extender sleeve does not connect onto the screws. The prod was replaced. There was no harm to any pt. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Prod is an instrument and is not implantable. Requests have been made for the return of the prod. Eval is pending, upon return of the prod.